Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali filter product that are cleared in the us. The pro code and 510 k number for the denali filter product are identified in common device name and PMA/510k. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to expand could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 05/2024).

Event description:
It was reported that during a vena cava filter placement procedure, few of the filter legs were allegedly twisted. It was further reported that the filter allegedly tilted in the inferior vena cava. The procedure was completed using another device. There was no reported patient injury.